Event description:
Prior to any implant attempt with the subject device, its associated screwdriver was utilized for the explantation of an insignia plus sr pacemaker ((B) (4)) from the pt. When attempting to loosen the set-screw of the virtus ii pacemaker, the shaft of the sorin screwdriver became unstable. One other sorin screwdriver (accessory, not marketed in the us) were utilized, which resulted in fracture of the screwdriver shaft. A screwdriver from a symphony pacemaker was used to unscrew the lead, and the subject reply pacemaker was implanted. Only one of the screwdrivers was returned for analysis.

Manufacturer narrative:
Conclusion: the analysis of the returned device identified that the screwdriver fractured within the "safety region", which is a section of the shaft with a diminished diameter that is designed to fracture, when excessive torque is applied in the counter-clockwise direction. As indicated in the report of the physician, the breakage of the screwdriver occurred while disconnecting a lead from a pacemaker manufactured by (B) (4) ((B) (4)). The analysis confirmed that a similar pacemaker manufactured by (B) (4), a virtus vdd has set-screws with a stop mechanism that disallow complete removal of the set-screw by unscrewing. In fact, the screwdrivers supplied with these (B) (4) pacemakers have torque relief in the counter-clockwise direction, which makes it impossible to apply excessive torque to the shaft of the screwdriver. The physician in this case most likely applied the excessive torque in the counterclockwise direction in an attempt to obtain a certain clicking of the screwdriver that is common to boston scientific screwdrivers and not to sorin brand screwdrivers, thus resulting in fracture of the screwdriver shaft.